Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a communication error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the communication error but could not be completed since this was a past event. The alarm was already cleared prior to the call. The customer confirmed that the pump did not alarm during the rewind and prime sequences. A normal bolus was programmed and it was recorded in the alarm history. A self test was performed prior to the call and the pump passed. No products were shipped or returned.